Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture and elevated thresholds. The lead was capturing every other ventricular beat and exhibited no capture in unipolar configuration. The patient had become symptomatic due to the sub-optimal therapy delivered to the patient. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.